Event description:
Pt had surgery on (B)(6) 2013, was fit with sound processor on (B)(6) 2013. Pt seen on (B)(6) 2014 and implant had extruded.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communication in the IFU. There are no indications that the loss occurred as a result of mfg or component failure.